Manufacturer narrative:
The reported complaint of the thermogard console (B)(6) unexpectedly shutting down was confirmed based on the review of the event logs but was not confirmed during functional testing. The reported issue could not be duplicated during the investigation, and the console functions as intended. The customer's complaint of the broken hinge of the pump lid was confirmed during the visual inspection. The observed physical damage was likely attributed to user mishandling. The pump lid was replaced to remedy the damage. The thermogard system event log data was reviewed and revealed multiple mid:14 (bg power supply) and mid:16 (software related) error messages around the reported event date, confirming the reported complaint. Based on log data files, these error messages were cleared and not replicated during testing at zoll. The thermogard console passed functional testing, including the power-on-self-test (post), with no issues. No device malfunction was noted. As a precautionary measure, the console power cable was replaced. Historical complaints were reviewed for service information related to the reported complaint of the broken hinge of the pump lid, and there was no previous history of complaints reported for the thermogard console with sn tgxp13804.

Event description:
As reported by the customer, the thermogard console (B)(6) unexpectedly shut down. According to the reporter, the roller pump lid hinge was noted to be broken. Zoll was not provided with any information regarding the patient's treatment status or whether the system was intended for clinical use or testing purposes